Event description:
Breast implant illness, called my plastic surgeon dr (B)(6) in (B)(6). Got implants in 2015, had heart problems that put me in the hospital, muscles pain in my chest was making my heart stop. After going through this and making it alive got diagnosed with migraines, fibromyalgia, ra and osteoporosis. Dates of use: (B)(6) 2014 - (B)(6) 2018. Diagnosis or reason for use: cosmetic use.